Event description:
It was reported by the patient's spouse that pressing the start button on the remote monitor did not initiate the transmission despite the green power button being lit. The power cord was removed and reconnected with the same result. The monitor had previously sent successful transmissions. The monitor will be returned. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.